Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an abdominal skin closure, the needle broke while suturing, resulting in fifteen minutes extended surgical time. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (unique identifier (UDI) #), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that one needle was received bent 4/5 of it's length away from the tip. The needle was returned intact. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Instrument marks were noted at the bent site. Visual inspection of the breathable pouch and foil pouch indicated no breaches or visual abnormalities. The suture was observed to be properly wound within the retainer. A tactile and microscopic inspection of the sutures was performed with no observed abnormalities. Microscopic inspection of the needles noted no damage or visual abnormalities. Functional testing found that the opened complaint device was precluded as the needle was returned already damaged and bent. No difficulty was experienced removing the sutures from the retainer. The wire diameter of the needles was verified to be 0.032 inches. The measurement was taken with a digital caliper, calibrated asset nh18593. A bend moment test was performed on the sealed samples and test results met the minimum bend moment specification for this product, 1160 grams of force per centimeter. Based on the results of the bend moment test, the representative samples tested satisfactory. It was reported that the needle broke. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: needle bent. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.